Event description:
It was reported that interrogations had been intermittent with the radio frequency (rf) programmer head and then would not interrogate. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of interrogation difficulty and it was attributed to an out of specification cable which was replaced to resolve. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).